Event description:
It was reported that during a shoulder labral debridement the surgeon found shavings in the shoulder. Removal of the shavings caused a 30 mins delay in the procedure. There were no adverse pt consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.